Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used an everflex self-expanding stent with entrust delivery system to treat a lesion in the superficial femoral artery (sfa) without the use of embolic protection. The device was prepped as per IFU without issue and the lock pin was removed before deployment. During deployment, the physician experienced deployment difficulties. It was reported that after deploying half of the stent, physician experienced severe resistance. The physician had to break down the delivery system and pull the wire attached to the rotating wheel and withdraw the golden colored catheter which pulled down the stent a little and deployed it fully. No patient injury reported.

Manufacturer narrative:
Device evaluation summary: the everflex entrust stent delivery system, (sds), was received disassembled for evaluation. The red safety tab was received removed from the handle and the skived red safety tube was received kinked in two places. The blue isolation sheath/strain relief was received removed from the handle and separated from the gold isolation sheath. The pull cable appeared to have been pulled from its bond to the outer sheath. The pull cable was still attached to the handle¿s thumbwheel. The inner guidewire lumen/pusher was received removed from the catheter and handle. The proximal hub was still firmly attached to the inner guidewire lumen/pusher. The silver colored outer sheath and gold colored isolation sheath were received assembled together. Several kinks were noted within the sheaths. It is not known if all of the kinks were present during the procedure, were formed during the attempt to deploy the stent, or post procedure given how the device was packaged for return. The proximal end of the silver colored outer sheath appeared to have been torn. Backlighting of the distal end of the silver colored outer sheath confirms no component of the stent remains within the outer sheath. The silver outer sheath exhibited longitudinal compressions located approximately 5.8cm, 6.5cm and 7.5cm distal from the proximal end, of the outer sheath. The gold colored isolation sheath/silver colored outer sheath exhibited a sharp kink approximately 30cm proximal from the distal of the proximal end of the outer sheath. Due to the sharpness of the kink the kink most likely happened after the inner guidewire lumen/pusher was removed from the outer sheath. A kink in the silver outer sheath was noted approximately 70cm distal of the outer sheath proximal end. A kink in the silver outer sheath was noted approximately 91.5cm distal of the outer sheath proximal end. A kink in the silver outer sheath was noted approximately 103cm distal of the outer sheath proximal end. A kink in the silver outer sheath was noted approximately 109.3cm distal of the outer sheath proximal end. The distal tip of the outer sheath does not exhibit any abnormality. If information is provided in the future, a supplemental report will be issued.